Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Changed from: it was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. The sheath was inserted into the left atrium, dilator and wire were removed and the sheath started leaking blood. A new sheath was opened, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was disposed.